Manufacturer narrative:
This supplemental report was created to correct the bsc aware dates should be 06/12/2025 and d6b: explant date: (B)(6) 2025.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. This crt-d was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. This crt-d was explanted.